Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer current blood glucose level was 2.8 mmol/l. The customer was treated with food. Customer stated that sensor was not sticking as they got sweaty and warm. Customer stated that it was unknown whether auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.